Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included cyst, chest pain, anemia, blood transfusion, blood pressure high, hypertension, adenomyosis and cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal): recurrent yeast (vaginal)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition: ibs"), alopecia ("hair loss"), urinary tract infection ("chronic uti¿s") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingo-oophorectomy (total hysterectomy)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, alopecia, urinary tract infection and vulvovaginal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2005 as per previous summons while current version states as (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and mr received : reporter and patient demographics were added. Medical history added. Event injury nos deleted and new events vaginal bleeding, menorrhagia, bladder disorder, urinary problems, dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition: ibs, hair loss, recurrent vaginal infection, yeast infection, chronic uti¿s, pain: chronic, pelvic, abdominal pain, gen. Abnorm. Bleed, vaginal pain and patient did not undergoes essure confirmation test added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.